Event description:
It was reported via repair work order that the brakes were not holding due to worn brake cams. It was also reported that the side rail could not remain latched due to loose fasteners. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.